Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons unfurl while inside your body-vagina [foreign body in reproductive tract]. Tampons unfurl [device breakage]. Case description: consumer reported via email that the tampons unfurl while inside the body. No serious injury was reported.